Manufacturer narrative:
The product has a 5 year shelf life claim. No sample has been received for analysis. The 2-year complaint history was reviewed for the product's global sales code (gsc) of sxj and reported failure. No trends were observed. 3m will continue to monitor. Test results confirm the biocompatibility of nexcare¿ waterproof bandages for their intended use. In addition to performing clinical studies, 3m¿ monitors its medical devices with manufacturing controls, including in-process specifications, release specifications and testing.

Event description:
A female customer alleged that her 10 years old daughter had a severe allergic reaction to the nexcare waterproof bandages. Her daughter had a wart infection. She applied an over the counter wart medicine (medication unspecified) to the area before she applied the nexcare bandage. One bandage was applied to her right knee and another bandage was applied to her right inner thigh. She used the bandage for 3 consecutive days. The bandage was in place for about 16-24 hours and was changed daily. She first noticed the alleged injury on (B)(6) 2021. She alleged the area was red, bubbly and looked like a blister. She treated the areas with a steroid cream (triamcinolone acetonite ointment) that was prescribed by the doctor. The alleged injury is resolving. She reported that her daughter is allergic to hay fever and had a past allergic reaction to latex tape after routine infant immunization. No medical history reported.